Event description:
It was reported that when the asymptomatic patient presented in-clinic with non-sustained right ventricular oversensing, post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made and resolved the oversensing. The patient has had no other complaints or issues.